Manufacturer narrative:
Reported event: broken pelvic array locking nut delay: yes, 1 minute case type: tha. Device evaluation and results: visual inspection: visual inspection was not completed on pelvic array assy, catalog# 112230, lot# 19110711 as parts were returned but not received by engineering for investigation. Dimensional inspection: dimensional inspection was not completed on pelvic array assy, catalog# 112230, lot# 19110711 as parts were returned but not received by engineering for investigation. Functional inspection: functional inspection was not completed on pelvic array assy, catalog# 112230, lot# 19110711 as parts were returned but not received by engineering for investigation. Device history review: review of the device history records indicate 55 devices were manufactured under lot no 19110711 and 55 accepted into final stock on 09/03/2011. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19110711 shows 1 additional complaints related to the failure in this investigation. The complaint is : pr (B)(4) conclusions: corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Broken pelvic array locking nut delay: yes, 1 minute case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken pelvic array locking nut delay: yes, 1 minute case type: tha.